Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated. Visual evaluation of the returned device shows the outer package to be unacceptable to and inner cavities are cracked. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined to be transit damage. The device was found to be conforming to specifications when it left zimmer biomet. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the inner sterile packaging of the device was found damaged. Attempts to obtain additional information have been made; however, no more is available.